Event description:
It was reported to boston scientific corporation the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure sometime in 2009. According to the complainant, post-procedure (date of onset unknown), the patient presented with a 4cm x 5cm portion of mesh, which had eroded through the vaginal epithelium in the midline of the anterior vaginal wall below where the mesh was placed. Reportedly, the vaginal tissue had epithelialized, and there was a "copious" amount of pus from the urethral meatus, so the patient was prescribed metrogel (prescription duration unknown) for infection. On (B)(6) 2012, a large portion of the mesh was removed bilaterally; it was noted that the entire device could not be explanted. Reportedly, the patient presented with pain and dyspareunia, both prior to the partial mesh removal and post-procedure. In addition, she was prescribed unspecified pain medication. According to the patient, she felt "okay" and "a lot better" post-procedure. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Please refer to medwatch report number 2300460000-2012-8156.